Event description:
Staff alleges that the head section was drifting down fast. No injury reported.

Manufacturer narrative:
Bed located in engineering. Found the head section was drifting down fast. Replaced the CPR valve to resolve this issue.